Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer woke up and the insulin pump was completely off. Customer's blood glucose was 452 mg/dl. The insulin pump display did not return when a new battery was inserted. Customer had reportedly dropped the insulin pump. It was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.